Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during withaferin a (wfa) for liver cancer, there was little resistance when removing the antenna after 3 ablations, but the antenna was removed straight. It was noticed that there was no ceramic tip on the antenna tip after the removal. The device fell into the patient's body and it was unknown where the ceramic tip was. The procedure was completed with another device. No bleeding occurred. There was no problem with the patient's condition, and the patient was under follow-up observation.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. The picture showed the ceramic tip was missing from the tip of the antenna. The reported condition was confirmed. The investigation found the ceramic tip was missing from the tip of the antenna. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.